Event description:
A customer contacted beckman coulter inc. (Bec) regarding false high sodium (na) results generated by the unicel dxc 800 pro synchron clinical system. No wrong results were reported out of the lab. When the high results were noticed, the samples were rerun and those results reported. The customer gave one verbal example and faxed an additional example. Patient treatment was not affected.

Manufacturer narrative:
The samples were serum. Na qc prior to the event was within lab-established ranges. Na qc after the event had dropped to the low end of the lab ranges. A field service engineer (fse) found that the na reference electrode was cracked. The fse replaced the electrode and carbon bridge, and performed a preventive maintenance (pm). The fse verified the instrument's performance.